Manufacturer narrative:
Internal complaint reference: (B)(4)..

Event description:
It was reported that during an arthroscopy surgery, the fast fix stitches remained in the meniscus but at the moment of tightening the knot the thread broke off. One of the piece keeps at patient meniscus. Another suture was used to successfully complete the procedure without a significant delay. No other complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during an arthroscopy surgery, the fast fix stitches remained in the meniscus but at the moment of tightening the knot the thread broke off; therefore a second fast fix was used to successfully complete the procedure without a significant delay. No other complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection found that the suture and both anchors were not returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation revealed that the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the suture, size 2- 0 ultrabraid blue/white cobraid , 81012180 rev b found a material certification of analysis is required with each lot. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the IFU warns; ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that may have contributed to the reported event includes use of sharp instruments to manage or control the suture that can cause breakage of the suture. No containment or corrective actions are recommended at this time.